Event description:
The manufacturer representative (rep) reported that impedances were not within limits during check. It was stated that they checked impedances with the multi-lead trailing cable (mltc) and they were normal, but when they checked impedances again with the battery, they weren't within limits. No environmental issues were noted. This event occurred during a procedure, but a patient wasn't relevant to the event. It was noted that the battery was never implanted but would be returned. The rep replaced the battery with a new one, and it resolved the reported issue at the time of the report.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no anomalies. Two known good leads were attached to the returned ins, the distal ends of the leads were placed in a 0.9% saline solution, and a physician programmer was used and impedance was measured. Normal impedance was measured on all circuits and electrode pair combinations. The ins failed the final functional test due to a dirty connector port. The connector port was cleaned and the ins passed when retested.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that they finally got the battery and was intending to return the device.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.